Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's medical assistant, the patient was last seen in (B)(6) 2010 and was doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.